Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualisation of particles also alleged skin rash, headache and sneezing. The pateint alleged nasal or throat irritation. There was no report of pateint any serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. The patient alleged visualisation of particles also alleged skin rash,headache and sneezing nasal or throat irritation. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
In previous report, in section h6 health effect - clinical code for skin rash and nasal/irritation were not added and 4545, 4464 were incorrectly added, which has been updated in this report. Also, in previous report, in h10 section the manufacturer incorrectly selected manufacturer narrative, which has been updated in this report.